Manufacturer narrative:
D10 concomitant products: 1190a-230a-01, 1190a-230a-01 haloflex energy generator (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post operative a radio frequency ablation, after dilating the esophagus a stricture area remains. It was also reported that the patient had experienced severe esophageal inflammation, pain and systemic reaction with elevated c-reactive protein (crp) and pleural effusions. The patient was admitted acutely and medical intervention was performed.

Manufacturer narrative:
Additional information: b3, e1 (prefix), e3 (occupation), g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.